Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after the sheath was cut, the lead slipped down. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.